Event description:
Related manufacturing reference: (B)(4). During a premature ventricular contraction procedure, optical issues with the catheters resulted in a procedural delay. During the procedure, it was noted that the contact force did not display properly. The contact force was reset but approximately 20 minutes later, the issue recurred. The ensite displayed an error message stating, ¿no contact force information available.¿ the connections were checked and the tactisys was restarted which did not resolve the issue. The catheter was exchanged to continue the procedure. After approximately 30 minutes, the same issue recurred. The connections were checked and the tactisys was restarted which did not resolve the issue. The catheter was exchanged to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 no longer met specifications for optical properties and no contact force was displayed when the returned device was connected to the tactisys quartz unit. Further investigation revealed optical fibers 1-3 intermittently met specifications for optical properties when force was applied to the distal tip, consistent with a deformation of the tip assembly and the reported event. In addition, the deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the deformation of the tip assembly remains unknown.